Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported that the catheter was exchanged on (B)(6) 2011 after leakage on venous extension branch. On (B)(6) 2012 - f/u info states they exchanged the extension lines with a repair kit after they discovered while dialyzing and they saw air bubbles. There was a slight delay in treatment with no harm to the pt, no pt death, and no pt complications. The pt outcome was okay.